Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05670. It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). After a jupiter¿ guidewire crossed the lesion, 5.0mmx220mmx150cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during the second inflation, the balloon ruptured. The proximal sfa was pre-dilatated with a 6.0mmx220mmx150cm (4f) sterling¿ balloon catheter; however, the balloon also ruptured during the first inflation. Both devices were completely removed and dilatation was performed with a different device. Good vascular patency was confirmed and the procedure was completed. No patient complications were reported and the patient's status was stable.